Event description:
It was reported that the patient¿s blood glucose (bg) reached around 400 mg/dl while wearing the pod between 4 and 24 hours. The patient stated that the omnipod 5 app was indicating that it was "unable to communicate with your pod" and "pod communication error¿. Despite completing the steps appearing on the screen, there was no change. The patient also tried multiple troubleshooting attempts, including moving to different locations, toggling bluetooth off/on, closing and reopening the app, and power cycling the phone. The issue occurred during operation. The patient confirmed that the pod was filled with 150 u of insulin during activation and it double beeped after it was filled. Issue was only resolved after activating a new pod. No medical assistance was required.

Manufacturer narrative:
An 0x1c pump has reached the pump expiration time alarm was observed in the data and was confirmed to have run for 80 hours. The pod was observed to communicate with the pdm as intended. A reset and rerun were performed successfully with no evidence of communication errors. No damages were observed to contribute to the reported communication error. The cause of the reported communication error could not be determined. A tear was observed in the soft cannula, measuring 0.6170 inches from the nail head. The tear resulted in a leak. No corrosion was observed. The cause of the tear could not be determined. It could not be determined if the external leak contributed to the reported communication error. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios.omnipod software app version: 2.1.0.operating system: 26.4.hardware: iphone12.1.cgm sensor type: g7.please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.